Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was cut at the insertion portion near the handle. The loop was caught in the subject device other than the loop hanger. There were no any defects on the subject device. The manufacturing history record was reviewed, with no irregularities noted. Based on the past similar cases, it is assumed that the event occurred because the doctor pulled the slider without positioning the loop vertically to the loop hanger. The instruction manual of the device has already warned as follows; *do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.

Event description:
During an unspecified procedure, the subject device was used. When the user tried to cut the loop with the subject device, the loop was caught in the subject device and the user could not remove it. After that, the user could release the subject device by cutting the loop with another device. The intended procedure was completed. No patient injury was reported.